Manufacturer narrative:
Date of event: unknown. No information has been provided to date. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device was alarming "cassette not attached properly". There was unknown patient involvement and unknown harm/adverse event reported.

Manufacturer narrative:
D9: device received on 5/7/2024. One device was received for evaluation. Visual inspection found a peeling downstream occlusion (dso) seal, and a worn upstream occlusion (uso) seal. There was a 'cassette not attached properly' high alarm revealed in the event history log. Functional testing was able to duplicate the reported problem. It was determined that the inoperable/out of calibration dso sensor was the root cause. The dso sensor was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.